Manufacturer narrative:
A surgery database device report was conducted for this system and the analysis determined that the laser performance factors analyzed were operating within specification during the time of this pt's surgery. This report mailed to FDA on: 07/05/2007.

Event description:
A system operator reports one custom hyperopic pt who is over corrected following lasik surgery in the right eye. The right eye was reported under manufacturer report number 1061857-2007-00006. However, additional pt records have been received and during review of those records a 1-line decrease in bcva was noted for the left eye.